Event description:
New information received states that the device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a routine follow-up. Upon interrogation, the device found to be in backup vvi mode. A download was not performed due unexplained power-on-reset (por). Device replacement is anticipated due to unresolved backup vvi status. No further information is available at this time.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset. The device was returned below the elective replacement indicator. The device was tested on the bench; swelling was detected on the can and parylene bubbling was noted. No other anomalies were found. The cause of the bvvi was a power-on reset caused by low battery voltage.